Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of air in the heater line was not confirmed due to lack of sample. The lot information is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted (B)(4) requesting assistance with set up on the home choice (hc) at 'connect yourself and check patient line'. The cg said there was air in the heater line. (B)(4) advised of the 'check patient line connect yourself' prompt. The cg stated there was no air in the patient line. (B)(4) further advised of air in the heater line. No further detail is available at this time. There was no serious injury or medical intervention reported.